Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: nephrectomy. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Hospital: [name] city hospital . Though the event date is unknown, the reported date is (B)(6) 2020. Subject of complaint: "could not cut a tissue". Report from the sales rep: "it could be cut at first, but it became worse than in the middle of the procedure. The case was completed with the new one." Initial investigation report: "the event unit was returned to us and visually inspected. It seemed that there was a scratch on the tip of scissor blade. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Per the component list, the original packaging and scissors are expected to return. Intervention: "the case was completed with the new one." Patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, and testing was performed on the event unit. However, the complainant's experience of the scissors not cutting could not be replicated or confirmed as the event unit was able to cut thin polyether polyurethane material and actuated smoothly before and after being used to cut. Applied medical has reviewed the details surrounding the event. At this time, applied medical is unable to determine the root cause or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: nephrectomy hospital: [name] though the event date is unknown, the reported date is (B)(6)2020. Subject of complaint:"could not cut a tissue" report from the sales rep:"it could be cut at first, but it became worse than in the middle of the procedure. The case was completed with the new one." Initial investigation report: "the event unit was returned to us and visually inspected. It seemed that there was a scratch on the tip of scissor blade. (Pic 1). The unit will be returned to amr for further evaluation. Admin# (B)(4). Per the component list, the original packaging and scissors are expected to return. Type of intervention: "the case was completed with the new one." Patient status" "no patient injury"